Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to an unspecified clave port of the primary tubing set and was being used to deliver an unspecified solution. After an unspecified length of time in use, the option-lok male adapter disconnected from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).